Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip failed to close during device preparation. It was reported that during device preparation, during functional testing, the clip would not close all the way, then failed to open. Troubleshooting steps were performed, but were unsuccessful. The clip delivery system was set aside and not used in the patient. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported mechanical jam. Returned device analysis identified a loosened release crimper. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The potential product issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.